Manufacturer narrative:
Per the field service representative (fsr), the epgs did pass calibration at the time of the issue and did not have a problem passing calibration. It was some time after calibration that the team noticed the fluctuating fio2 levels. The epgs was tested without the vaporizer and the issue remained. The fsr confirmed that the fio2 readings were fluctuating. The o2 sensor was replaced and functional testing passed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) set point was 76% but the sensor was reading 100%. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the oxygen (o2) sensor was initially measured on the testing rig and then the measurements were manually repeated in the laboratory using a voltmeter. Each condition nitrogen (n2), air and o2 was measured for three minutes and found that the signal at 100% o2 was not stable. After pressure test with air, the sensor had an altered air signal. It was determined that the sensor signal was not stable. The sensor was disassembled and showed a bubble in the electrolyte in the sensor head. Such bubbles can occur when the electrolyte dries over time. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.